Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the procedure was being performed on an 8 month old female pt with pulmonary sepsis in the pediatric intensive care unit. During placement of the catheter, they experienced difficulty when removing the spring wire guide (swg). As a result, the catheter and swg were removed as one. It was observed that the swg broke at the level of the curvature. Additional information received on (B)(6) 2011 from the distributor stated the swg was removed completely along with the catheter from the pt. A second kit was opened and used successfully to complete the procedure.